Event description:
It was reported that the patient with this pacemaker experienced symptoms of pain. The computerized tomography (CT) scan showed that the patient had a pericardial effusion. Furthermore, the patient undergone a pericardiocentesis. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report was created as a correction to the initial MDR report. The ar-p code was corrected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker experienced symptoms of pain. The computerized tomography (CT) scan showed that the patient had a pericardial effusion. Furthermore, the patient undergone a pericardiocentesis. The device remains in service. No additional adverse patient effects were reported.